Event description:
It was reported that when the 4.0 x 23 mm multi link 8 box was opened, it was observed that the inner sterile packaging (tyvek pouch) was already open and the seal was not sticky. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.